Event description:
On (B)(6) 2011, customer reported that their cx5 pro instrument was generating ion selective electrode (ise) module errors when raising the sample crane. Customer stated that no injuries were reported and no erroneous patient results were generated. Customer technical support (cts) advised customer to wear personal protective equipment before troubleshooting. Cts determined that line #12 was not connected to the electrolyte injection cup (eic) and it was leaking in the ise area near the sample crane. Cts instructed customer to reconnect the line and clean the spill (diluted external wash solution from external 10 liter bottle). Customer reported that the issue was resolved and the system was properly running. No further issues have been reported.

Manufacturer narrative:
(B)(4).